Event description:
The company was informed that during initial implantation the patient reportedly experienced a perilymph gusher. The gusher was resolved and the patient was successfully implanted. The patient was admitted to the hospital overnight for observation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well and the device has been activated. The patient's device remains implanted. This is the final report.